Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that upon implantation of an impella cp the placement signal ao was significantly lower than patient¿s artline. Initial ao pressure was 103/60 and initial impella systolic blood pressure on placement signal was 44 with a map in the 30s. Suction alarms was also present. The impella cp was exchanged with another impella cp to support the patient.

Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. E.1 revised zip code as it was previously entered incorrectly on the initial report that was submitted and added initial report phone number as it was inadvertently omitted from the initial report that was submitted. H.6 type of investigation and investigation findings codes were updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.